Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation that started the night prior to this report. The patient felt jolts down their right side. The lead was placed in the left ventrointermediate nucleus. The jolting was not position and it seemed random. The patient had turned the implantable neurostimulator (ins) off since the morning of this report, but the patient still felt a tingling on their right side. The patient¿s healthcare professional looked at the extension/lead connection and ins pocket and both looked okay with nothing unusual. The patient was going to have imaging done. Impedances were run at 3.0v and all impedances were normal. The ins was programmed to c+, 1- at 3.0v, a pulse width of 90, and a rate of 180 hz. At the time of this report, the ins was turned back on and the patient was still felt the tingling. Stimulation was turned up to 1.0v. The manufacturing representative stated that there was not a correlation with the increase of stimulation and the stimulation perception. Impedances were run when the ins had recently been replaced and they were normal. The ins had been replaced last due to normal battery depletion. Follow up with a manufacturing representative indicated that x-rays were done and they looked normal. The patient was told to monitor the situation and contact their healthcare professional if the issue was not resolved. The patient did have a 50 percent or greater symptom reduction.